Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal mechanism broke upon connection with introducer/sheath. Device was still successfully deployed. There was successful femoral closure. The device broke in half after clicking it together, physician was able to pull back. The patient condition was stable. Additional information was received 21 november 2019: the case was a cerebral angiogram with femoral access. An angiogram of the iliac artery was performed. The insertion point was above the bifurcation. Hemostasis was achieved.

Event description:
Additional information was received 12december2019: upon loading the device onto the wire, the back of the device bent in half and would not allow the wire to pass through it as it was kinked. There was no damage to the sheath. Hemostasis was achieved after 50 minutes of manual pressure as it was an 8fr sheath.

Manufacturer narrative:
This report is being submitted as follow up to provide additional information to the to update the type of reportable event and to provide the completed investigation results. In the initial report it was reported as a product problem however due to the additional information provided an adverse event should be reported as well. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.